Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt stated machine alarmed and water came out from the cassette tubing. Fluid was noticed coming out of the crack in the door while it was shut. Pt states no ill effects or antibiotics taken. Effluent remains clear. There is a sample available for eval.

Manufacturer narrative:
A batch record review was also conducted and confirmed there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within specification, however, product may be damaged by improper handling or technique during set up by the pt/clinician. Additional training info will be provided to the end user.